Manufacturer narrative:
The insulin pump had normal operating currents and passed the self test, reset error test, rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime due to a faulty force sensor resistor. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a motor error. The drive support cap appeared normal. The insulin pump had not been exposed to a strong magnetic field. The insulin pump was rewound successfully. An additional motor error alarm was noted in the history. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The insulin pump will be replaced and returned for analysis.